Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio inr: 1.6 and 2.0. The time between testing was three to six minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.